Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The download history file lists data from (B)(6)2024 to (B)(6)2025. Pertaining to (B)(4) and event date 24-sep-2024. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 24-sep-2024 due to no data available in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 24-sep-2024 listed on smartsolve due to insufficient data in the trace/history files and no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 24-sep-2024 in the pump history file due to no data available. Pertaining to (B)(4) and event date 06-jan-2025. Please see below for the first 10 boluses listed on the event date 06-jan-2025 in the pump history file. (B)(6)2025 01:49:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2025 01:54:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2025 01:59:38.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2025 02:04:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2025 02:09:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2025 02:14:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2025 02:19:26.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrection (6) normalbolusamountprogrammed: 20250 (2.025 u) bolusamountdelivered: 20250 (2.025 u) (B)(6)2025 02:19:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2025 02:24:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2025 02:28:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 19500 (1.95 u) bolusamountdelivered: 19500 (1.95 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 06-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date of 06-jan-2025 in the pump history file. (B)(6)2025 09:40:34.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 06-jan-2025 in the pump history file. (B)(6)2025 20:24:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)/2025 20:40:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2025 09:10:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2025 09:48:01.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2025 05:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) earliest power data available per the power management tool/detail trace file is on (B)(6)2025 12:47:59 pm. There was no power data available for the date of (B)(6)2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. Lowbatteryalert (104) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), emergency medical services (ems)/ambulance/emergency room (ER) visit, hospitalization: overnight stay, glucose/carb intake, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed. The customer used the insulin pump was used within 48 hours of the event. It was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned.